Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval, method, results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Event description:
During the case the doctor noted that the plastic housing of the adenoid tip was melting. The device was wiped for cleaning purposes and the melting was noted. Surgeon continued to use the device to complete the case. No patient impact or injury.